Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance, measuring greater than 3000 ohms back in (B)(6) 2021. The patient has chronic atrial fibrillation. No adverse patient effects were reported. This ra lead remains in-service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance, measuring greater than 3000 ohms back in september 2021. In addition, an alert for atrial arrhythmia burden was noted. The patient has chronic atrial fibrillation. No adverse patient effects were reported. The patient has a follow-up appointment scheduled for 29jun2022. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained. This ra lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.